Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to clear the threshold suspend. Customer needed to calibrate due to wanting to eat in order to treat low blood glucose of 45 mg/dl. Customer was advised against calibrating at the time and was given suggestions for treating. Customer declined troubleshooting.